Event description:
Pt's portal was accessed with the described, non-coring needle just a few hours before a procedure. During the procedure, as medicine was being given via the portal, the tubing separated from the hub of the winged infusion set.